Event description:
It was reported that the bronchofibervideoscope had no image. The issue occurred during service/maintenance of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on historical data, it was most likely that the reported malfunction was due to probable causes such as damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause cannot be determined/identified. Olympus will continue to monitor field performance for this device.